Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Customer alleged false positive results for flu b on sofia flu+sars. Patients are asymptomatic. No confirmatory testing completed.